Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope exhibited a temporary image loss due to a generation of noise (horizontal stripe noise / grid noise / vertical stripe noise. The issue occurred during procedure and the rapakore therapeutic was completed using the same device. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, device evaluation found the image tone was abnormal (the image is only magenta or green). Evaluation noted this was due to damage to the imaging section. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. . Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.